Event description:
It was reported that during a laparoscopic low anterior resection, the tissue pad detached off when the tissue pad was wiped with wet gauze outside the patient's abdomen in about 1 hour. The tissue pad did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.